Manufacturer narrative:
--

Event description:
Additional information indicated that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out range pacing impedance measurement. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out range pacing impedance measurement. Additional information obtained from the field representative indicated that the pace/sense impedance information was compared to the pace/sense impedance on the previous device. It was determined that the trend for this particular lead was between 1700 ohms and 2000 ohms. The physician feels that the out of range p/s impedance was acceptable at this time. The patient will be monitored. The system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed a high, out of range shock impedance measurement that was detected via the patient's remote home monitoring system. Additional information states that the patient had a history of trending high ventricular lead impedance. The patient was then instructed to keep the follow up appointment with the physician. The system remains in service. No adverse patient effects were reported.